Event description:
It was reported that this peritoneal dialysis (pd) patient was having issues with draining both while utilizing the liberty select cycler and attempting manual drains. During follow-up with a patient contact, it was documented that the patient was admitted to the hospital on that date for an unspecified infection. The patient was expected to change modalities to hemodialysis (hd). Attempts to obtain additional information were unsuccessful. It is unknown what type of infection the patient was diagnosed with or if the infection was dialysis related.

Manufacturer narrative:
Additional information: b.5. Upon further review of new information received, it was determined that the event reported on uf/importerreport #: 3023981687-2024-00047 was not related to a fresenius product. Please retract the prior reported information associated with uf/importerreport #: 3023981687-2024-00047. There will be no further updates on uf/importerreport #: 3023981687-2024-00047.

Event description:
It was reported that this peritoneal dialysis (pd) patient was having issues with draining both while utilizing the liberty select cycler and attempting manual drains. During follow-up with a patient contact, it was documented that the patient was admitted to the hospital on that date for an unspecified infection. The patient was expected to change modalities to hemodialysis (hd). Attempts to obtain additional information were unsuccessful. It is unknown what type of infection the patient was diagnosed with or if the infection was dialysis related. New information was received from the clinic. The clinic provided information documenting that the patient was admitted to the hospital on (B)(6) 2024 with symptoms of fever and shortness of breath. The patient was diagnosed with methicillin-sensitive staphylococcus aureus (mssa) bacteremia secondary to a pd catheter (not a fresenius product) infection. The pd catheter infection was caused by touch contamination. The patient was discharged from the hospital on (B)(6) 2024. The patient had the pd catheter pulled on (B)(6) 2024 and transitioned to in-center hemodialysis. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product.